Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was separated, and the pull wire was retracted from the pusher assembly ddt. The separated pet lock was likely due to the coil detachment attempted during the procedure. If the pet lock is separated, the pull wire will retract from the pusher assembly ddt, the embolization coil will detach from the pusher assembly. The detached embolization coil was not returned for evaluation. Further evaluation of the device revealed kinks on pusher assembly. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the m1 segment of the middle cerebral artery (mca) using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced the smart coil into the aneurysm using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then decided to remove the smart coil. Upon retraction, the physician experienced resistance and noticed that the smart coil had unintentionally detached inside the microcatheter. Therefore, the physician used another smart coil to push the detached smart coil back into the aneurysm and implanted both smart coils successfully. The procedure was completed using additional smart coils and the same handle. There was no report of an adverse effect to the patient.